Event description:
Patient presented to the physician complaining of stimulation being too strong. Physician observed a device sensing issue. Physician brought the patient in for surgery and found that the distal sensor tip was severed and had migrated. A cardiothoracic surgeon was brought into the or and was able to retrieve the sensor tip. The revision surgery addressed the risk and the issue is now resolved.